Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent please provide the lot number of each reservoir: no further information is available. No further information will be provided. Product not available for return. Note: events reported on mw# 2210968-2021-08709. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2021 and a reservoir was used. During the procedure, suction could not be done properly. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.